Manufacturer narrative:
The customer has declined to return the chair back to pride. The consumer stated they would like to close out claim and keep the existing unit.

Event description:
Provider alleges the joystick cable became pinched in the armrest as it was lowered allegedly causing the wires to spark, melting the plastic and allegedly causing enough smoke that the staff called the fire department.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the joystick cable became pinched in the armrest as it was lowered allegedly causing the wires to spark, melting the plastic and allegedly causing enough smoke that the staff called the fire department.